Event description:
Caller reported an alarm 2 due to multiple intermittent occlusion events, one of which occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the occlusion events by changing the infusion set and cartridge, then resumed insulin delivery.